Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary system drawer failed to open. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
An examination of the device involved in this incident revealed that the malfunction was caused by a failure in the matrix 5&6 auxiliary and found medication jam in rear of both. A field service engineer cleared the medication jam to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.